Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found wear and tear damaged drain fitting, line cord, tank cover, and reflux plug. Functional testing found liquid-crystal display (lcd) was blank but the water tank leak couldn't be confirmed. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported the device had a broken liquid-crystal display (lcd) screen and water tank leak. No patient injury was reported.